Manufacturer narrative:
Method: the device that alleged caused allergic reaction has not been returned. No device part number or lot number has been provided. No info about the type of procedure, severity of the allergy, treatment for the allergy or outcome has been provided. Therefore, we are unable to conduct a thorough complaint investigation. To date, the company has made three attempts to obtain additional info, but not additional info has been provided. If additional info becomes available, it will be submitted to FDA in a f/u report.

Event description:
The initial reporter has been asked to give an expert opinion in a pt's legal case regarding human allergy/sensitivity to porcine tissue. In the case, the pt claims that he/she was implanted with xcm biologic and had an allergic reaction to it. The date of implantation, the type of surgical procedure, treatment for the allergy and outcome have not been reported.